Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after putting the patient in conscious sedation for implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), lidocaine was administered in the planned device pocket area and the patient suffered a seizure. It was suspected to have been related to a large amount of lidocaine. The patient was intubated, general anesthesia was administered and the device was successfully implanted without. No additional adverse patient effects were reported.